Event description:
The pt was revised to remove scar tissue and address limited range of motion. Minimal poly wear was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated.